Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that intermittent occlusion alarms occurred. There was not impact to customer's blood glucose. During troubleshooting with tandem technical support (cts), it was found that the customer was reusing cartridges. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed the pump supplies or cleared the alarm to address the issue.